Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was confirmed. In addition, the following reportable malfunctions were found during the device evaluation: b30 error. For the unit not powering on malfunction a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to a power supply failure. For the b30 error malfunction a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to a output connector failure. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation for use, there was not patient involvement.

Event description:
It was reported that a saline bag burst all over the unit, the outlet caught on fire and caused a surge, and the light source does not power up. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.